Event description:
A consumer reported that three years following bilateral intraocular lens (iol) implant surgeries, he is noticing "visual changes which are identical to before having cataract surgery". He stated that vision is 20/20 without glasses, but his vision is not clear - large green highway signs are blurry. He also reported seeing halos around light sources with shooting light coming from the halo. He also noticed that when he tilts his head forward, his vision clears up. He has been referred to a retinal specialist who performed fluorescein angiogram (fa), optical coherence tomography (oct) and sent him for magnetic resonance imaging (MRI). He was told he had a small bleed in the right eye; however, this would not affect his visual acuity. He was told he has posterior vitreous detachment (pvd) in the left eye. The retinas looked normal and the MRI was normal. He was told by the doctor that he could be having ocular migraines without the headache. The consumer was referred to a neuro-ophthalmologist. In a follow-up, the pt's current surgeon (not implanting surgeon) reported that the events continue. In his opinion, the iol did not cause/ contribute to the pt's symptoms. In a follow-up, the consumer reported that the neuro-ophthalmologist attributed his symptoms to posterior capsule opacification (pco). There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/22/2010 and 10/29/2010 by phone, fax, and mail. A completed questionnaire was received on 11/04/2010. (B)(4).